Event description:
It was reported that after inserting the intra-aortic balloon (iab), blood was seen in the tubing. A new iab was then inserted to continue therapy, but the same issue occurred and blood was seen in the tubing again. The patient was then treated using medication instead of iab therapy. There was no patient harm or adverse event reported. This record is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00245.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. A kink was found on the catheter tubing near the y-fitting approximately 75.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), blood was seen in the tubing. A new iab was then inserted to continue therapy, but the same issue occurred and blood was seen in the tubing again. The patient was then treated using medication instead of iab therapy. There was no patient harm or adverse event reported. This record is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00245.